Event description:
It was reported that a trained physician attempted arteriotomy closure using the perclose device after a diagnostic procedure. The pt had a hematoma at the access site from prior diagnostic procedures. The initial puncture for this diagnostic procedure was made by another physician without any problems. After the diagnostic procedure, the physician inserted the closure device, deployed the foot and pressed the needle plunger twice; resistance was felt. A cuff-miss was suspected. The foot was parked, the perclose was withdrawn to skin level and resistance was felt. With appropriate manipulation, an attempt was made to remove the device completely. The device broke at the distal guide (foot site). Surgical removal was necessary for retrieval of the broken device sheath and to achieve closure. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. A review of the history device record for this lot is forthcoming. A supplemental report will be submitted with this info.